Manufacturer narrative:
The astral device was returned to resmed for an investigation. An evaluation confirmed the reported complaint. The internal battery was replaced to address the issue. Review of the device data revealed an occurrence of a total power failure alarm. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery error message. There was no patient harm or a serious injury reported as a result of this incident.